Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (defective response buttons) has been confirmed. Upon eval, the rear response button flex connector was broken at the switch. The cause for the defective response button is the damaged connector. The root cause for the damaged connector cannot be positively identified. No adverse event resulted from the defective response button. The pt received a replacement monitor.

Event description:
A (B)(4) distributor returned a monitor for defective response buttons.